Manufacturer narrative:
Covidien reference number: (B)(4). Technical support recommended performing the oxygen (o2) sensor calibration and to run the ventilator for 24 hours. If the issue continued, recommended replacing and calibrating the o2 sensor. The customer calibrated the oxygen sensor, the issue was resolved and the ventilator was returned to service.

Event description:
It was reported that during patient use a ventilator was displaying an error message and had an audible alarm. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.